Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had delivered anti-tachycardia pacing therapy and defibrillation therapy for the detection of ventricular tachycardia (vt) which may have been a supraventricular tachycardia (svt). The device therapy was not effective in converting the rhythm, and it is possible that the device had induced a true vt due to the misinterpretation of the initial arrhythmia. The patient received an external shock to cause the return to sinus and was stable following the event. Reprogramming changes were recommended by technical support to avoid therapy for svt, however reprogramming changes were not made. The patient instead received an ablation to treat underlying atrioventricular nodal reentry tachycardia.